Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2020 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient had some problems and had been in an out of the hospital. They could not really tell if they had urinary leaks because they were bleeding from their penis. There was so much blood in that area, they had to change all of their clothes and pads because they were completely saturated. There were no environmental/external/patient factors that may have led to the issue. No troubleshooting or diagnostics had been performed. As an action, the patient had an appointment with their doctor today where they were to discuss their issues. The issue was reported as resolved at the time of report. It was unknown surgical intervention had occurred. The patient status was noted as ¿alive, no injury¿. There were no further complications reported or anticipated.